Event description:
It was reported that the implant fractured at the collar of the implant and had to be removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of event unknown / not provided. G4: premarket identification k011028/k013227.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsvb10, tapered screw-vent implants with mtx surface for evaluation. Visual evaluation was performed, product inspected and filed. Fracture identified at the collar. DHR review was completed for the subject lot number 1219210. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1219210 for similar events and one other complaint was identified. Review completed utilizing keywords: fracture: implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, device malfunction did occur. The implant¿s collar was fractured, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.